Event description:
Following a venous stick with the needle, the nurse attempted to advance the wire guide. She met resistance with the wire. She stated she did not attempt to withdraw through the needle, but removed the wire and needle as a unit together. The wire unravelled. The wire was partially in the patient and mostly out. Due to the unravelling of the wire guide, the nurse stopped pulling on the wire guide. A cutdown at the puncture site was made and the wire guide was removed from the patient. The wire was not in the vein. The patient did well and the procedure was done the following day. The facility representative felt that the problem occurred due to the wire being advanced without being in the vein and unravelling occurred when it was pulled.